Event description:
Surgeon complained/questioned if the acetabular reamers were 'actually' the correct size as marked on them as he felt that when the real cup was opened it did not fit into the hole created by the reamer like it normally would and or should.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.